Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced a low blood glucose event at home and self-treated with oral glucose tablets; emergency medical services evaluated the user on site and did not transport to a hospital. Symptoms included weakness and inability to move. Outcomes included the need for urgent attention and field evaluation by emergency services without hospitalization. Investigation included troubleshooting and user education, assignment for additional training, and internal review for medical attention required. Investigation of this case revealed no device malfunction was identified and the cause of hypoglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.